Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the rash as red and irritated. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician gave her permission to only wear the lifevest at night and can leave device off during the day. Follow up indicated that the skin irritation is improving.